Event description:
The customer reported that the battery for this device had false/misleading leds with an associated unexpected shutdown of the device. There was no impact to the involved patient as the shutdown occurred after the device was taken off of the patient.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.